Event description:
Additional information was received that the serial adaptor cord was returned to the manufacturer for evaluation. An analysis was performed on the returned serial cable and no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. The office has not reported any further issues with their programming system since replacement.

Event description:
It was initially reported that the physician's handheld was not charge unless the power cord was held at a certain position. The power cord was exchanged with a known good power cord and the handheld charged with no issue. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the serial adapter cable was lost by the physician. Later it was reported that the serial cable was found, but it has not been returned to the manufacturer for evaluation. Also, with additional information and description of the cord it was determined that the problem component was the serial adaptor cable and not the power cable as previously reported.

Manufacturer narrative:
The initial report reported that the power cord was the component that was failing, but with further information and review of what was reported the suspect component that was no functioning was the serial adapter cable.